Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that following an intraocular lens (iol) implant procedure, patient cannot tolerate halos at night, afraid to drive, dysphotopsia with night time glare and rings. The iol was exchanged in a secondary procedure after 8 months following the initial procedure. Additional information was requested, but no further information is available.

Event description:
Additional information received and reported that the iol was exchanged for the monofocal lens model of same diopter indicating the correct lens was not implanted initially. There is no reported defect or fault with the iol. Additionally in surgeon's opinion, the iol did not cause or contributed to the event.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).